Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 70001b-07t because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris texium smartsite low sorbing secondary set had flow issues the following information was received by the initial reporter with the following verbatim: it was reported by the customer that we had an intermittent infusion chemotherapy bag that was scheduled to run over 1 hour, and was ordered in a 500ml bag. When the nurse initially started the infusion, she did notice something was weird about the flow in the chamber coming from the chemotherapy bag. It was set up as a secondary. She said as soon as she started the infusion it seemed to be flowing very fast, in that she couldn¿t even make out separate drips- it was just one continuous flow. When she noticed this, she paused the pump and clamped the secondary, and then filled the chamber up more. She restarted the pump and said it then appeared to be flowing normally. She set the pump to run at 500ml/hr. Just over 30 minutes later the nurse went in to check on the infusion and noticed the bag was just about completely empty. The ¿volume infused¿ information on the pump said that 308ml had been infused. Do you have any ideas what could have caused this? Our pharmacy is reviewing it as well to see if there was a volume discrepancy in how the bag was made, but on their initial review they don¿t think that was likely. We also had a situation last week that was the opposite. One of our continuous chemotherapy infusions was ordered in a 500ml bag to run over 24 hours. In our system, the nurses are able to titrate the infusion rate up to an additional 30% above the infusion rate. Despite the infusion rate being increased to the max ml/hr for about 18 hours of the infusion, the bag still took 26 hours to infuse. When the pump was cleared at the end of the infusion, it said that 620ml had infused. A significantly higher volume than the ordered volume. Is there anything on the pump that could have also caused this to infuse slower than programmed for? In both scenarios- is the total volume infused ever inaccurate and may not correctly reflect the volume that actually traveled through the channel? "For the 500ml intermittent infusion issue with secondary set up: infusion bag was empty before 40 minutes, despite rate duration being set to run for 1 hour. Pump channel said volume infused was 302ml, despite infusion bag being 500ml. - this occurred on 5/23 - the IV sets used were- low sorbing secondary set non-vented with texium closed male luer (ref 70001b-07t) and smartsite bag access non-vented low sorbing tubring (ref 10015861a) - the IV sets were saved, as well as the pump used for infusion - no harm was caused to patient, but additional monitoring was requested by providers *I did speak a little bit more with the nurse about this setup- she said the primary infusion bag was hanging on 2 hangers from knob that lowers/raises the IV pole¿ so like this bag was hanging below the pump." Verbatim: below is what I received from a customer in an email: "we had an intermittent infusion chemotherapy bag that was scheduled to run over 1 hour, and was ordered in a 500ml bag. When the nurse initially started the infusion, she did notice something was weird about the flow in the chamber coming from the chemotherapy bag. It was set up as a secondary. She said as soon as she started the infusion it seemed to be flowing very fast, in that she couldn¿t even make out separate drips- it was just one continuous flow. When she noticed this, she paused the pump and clamped the secondary, and then filled the chamber up more. She restarted the pump and said it then appeared to be flowing normally. She set the pump to run at 500ml/hr. Just over 30 minutes later the nurse went in to check on the infusion and noticed the bag was just about completely empty. The ¿volume infused¿ information on the pump said that 308ml had been infused. Do you have any ideas what could have caused this? Our pharmacy is reviewing it as well to see if there was a volume discrepancy in how the bag was made, but on their initial review they don¿t think that was likely. "We also had a situation last week that was the opposite. One of our continuous chemotherapy infusions was ordered in a 500ml bag to run over 24 hours. In our system, the nurses are able to titrate the infusion rate up to an additional 30% above the infusion rate. Despite the infusion rate being increased to the max ml/hr for about 18 hours of the infusion, the bag still took 26 hours to infuse. When the pump was cleared at the end of the infusion, it said that 620ml had infused. A significantly higher volume than the ordered volume. Is there anything on the pump that could have also caused this to infuse slower than programmed for? In both scenarios- is the total volume infused ever inaccurate and may not correctly reflect the volume that actually traveled through the channel? Here is more clarification from the customer regarding the events: "for the 500ml intermittent infusion issue with secondary set up: infusion bag was empty before 40 minutes, despite rate duration being set to run for 1 hour. Pump channel said volume infused was 302ml, despite infusion bag being 500ml. - this occurred on 5/23 - the IV sets used were- low sorbing secondary set non-vented with texium closed male luer (ref 70001b-07t) and smartsite bag access non-vented low sorbing tubring (ref 10015861a) - the IV sets were saved, as well as the pump used for infusion - no harm was caused to patient, but additional monitoring was requested by providers *I did speak a little bit more with the nurse about this setup- she said the primary infusion bag was hanging on 2 hangers from knob that lowers/raises the IV pole.. So like this bag was hanging below the pump."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed